Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient in (B)(6) of 2017, one day in the week prior to (B)(6) 2017, the patient stepped off a curb and jarred her whole back. The patient¿s whole back was in pain. The patient felt stimulation more on the left side than she did on the right. It was noted that the patient had to increase stimulation on the left to 5.50 colts in order to feel it. The change in therapy/symptoms was considered sudden. The patient was to follow-up with a healthcare professional, but it was noted that the patient did not have a current doctor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.